Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod on the leg between 4 and 24 hours.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. The timing and cause of this damage could not be determined. Despite this damage, fluid was able to flow through the complete fluid path. No damages or defects were observed that would cause bleeding or bruising at the infusion site. Download data showed no timeouts or drive stalls and generated no alarms that would indicate any struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.